Event description:
The customer reported the system tracked to 120kv @ 6.4 ma without producing an image during a lateral shot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated has not yet evaluated the system. System is not under service contract with ge. (B)(4).